Event description:
It was reported during ICD change out, loss of capture was observed on the rv lead. When measured with the psa, the capture threshold was high. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.